Event description:
It was reported that the customer's insulin pump froze while he was trying to administer a bolus dose. At the time of reporting, the customer's blood glucose was 191mg/dl. He was advised to revert to his backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. The insulin pump was monitored and the time clock did advance and no frozen display was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).